Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: it was reported that an unknown manual wheelchair had a broken front right caster and the wheel does not roll.